Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported thrombosis could not be determined due to insufficient clinical information. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: an impella cp was inserted via the right femoral artery in a 79-year-old male patient undergoing high risk percutaneous coronary intervention (hrpci), ultimately surviving to explant and successfully weaning from support. During post support evaluation, biomaterial formation was observed at the pigtail portion of the impella cp catheter after explant; the thrombus was resolved and noticed after explant. The event was categorized as a removal related finding, with no impact on the procedure or patient outcome. The patient remained hemodynamically stable throughout support and survived. Based on the available information, the biomaterial/thrombus observed on the pigtail segment appears consistent with expected physiologic interaction with blood during temporary mechanical circulatory support and does not indicate a device malfunction. No patient harm occurred, and the device performed as intended throughout support. Final assessment suggests no evidence of an impella device defect, with no further action required pending standard product evaluation procedures.